Event description:
It was reported the lead was explanted and replaced due to sensing difficulty, no capture and erosion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fracture (overstress); full lead returned and analyzed. While turning the is-1 pin, torque transfers to the helix. The helix is stretched out of specification. There is blood in the distal conductor that most likely entered through the is-1 pin because no insulation breaches were observed.